Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the lower case was cracked, the hanger assembly is broken, the main seal was contaminated, the display wires were pinched with compromised insulation, and the ventricular knob encoder was stiff, but functional. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was returned for service. There was no patient involvement.